Event description:
Local control syringe plunger, from lap chole pack, broke into two pieces while in use. The exact same issue was identified on (B)(6) 2021 with the same type of syringe from the same type of pack with the same lot number. FDA safety report ID # (B)(4).